Event description:
When the device was used during a lobectomy procedure, it fired across the bronchus leaving a tear. The tear was repaired using sutures. The staples also did not securely close around the bronchus. The surgeon states that he may have caused or contributed to the outcome. There was no other pt consequence.